Event description:
During product evaluation by a baxter service technician, an ipump was found to have experienced a damaged printed circuit board assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the microprocessor unit printed circuit board assembly. To correct the condition, the microprocessor unit printed circuit board assembly was replaced. If any additional information is received, a follow up MDR will be sent.